Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 510 mg/dl. The customer wants to change their settings, trying to calibrate at 510 blood glucose levels. Advised customer settings cannot be changed and cannot calibrate with high blood glucose levels. The customer decline to trouble shoot for high blood glucose levels. The pump will not return for analysis.